Manufacturer narrative:
With all the available information, bsc is unable to conclude the root cause of the incident. This device has not been returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that at the latest follow-up appointment, this right ventricular (rv) lead exhibited high thresholds and high out-of-range (oor) pacing impedance measurements (>2500 ohms). Several provocative maneuvers were performed and no noise was observed. Boston scientific technical services was contacted and discussed that the impedances had been gradually increasing over the past few years, most likely due to patient condition. The physician elected to continue with remote monitoring and normal follow-ups. At this time. The rv lead remains in service and no adverse patient effects were reported.